Event description:
It was reported that the patient called ventricular assist device (vad) coordinators stating a pin on their white power cable had broken and was stuck in the battery clip. The patient presented to the clinic the following day and it was decided to exchange the controller and set of battery clips. The patient was reeducated on proper connection technique.

Manufacturer narrative:
Manufacturer's investigation conclusion. The reported event of damage on the white power cable connector was confirmed via evaluation of the returned heartmate 3 system controller (serial number: (B)(4)). Visual inspection of the returned controller revealed that a pin associated with the redundant power return line of the controller was broken off from the white power cable connector. The system controller was connected to a test power module/system monitor and mock circulatory loop and no alarms activated. No functional issues were observed with the white power cable as the broken pin was associated with the redundant power return line. The broken pin was observed to be stuck on the lemo connector of the returned battery clip; the stuck pin was removed during preliminary testing of the battery clip the controller was also tested with the returned battery clips and no issues were observed. The power cables integrity was tested and no other issues were observed aside from the missing pin. The log file downloaded from the returned controller contained approximately 7 days of data ((B)(6) 2022 ¿ (B)(6) 2022 per the timestamp). The log file data did not indicate any issues with the system controller. The driveline was disconnected on (B)(6) 2022 at 14:40:46 to exchange the system controller. There were no notable alarms throughout the log file. The pump maintained a speed above the low speed limit while the driveline was connected. The root cause of the damage on the white power cable connector could not be conclusively determined through this analysis. The device history records were reviewed and the records revealed that the heartmate 3 system controller, serial number (B)(4), was manufactured in accordance with manufacturing and qa specifications. The heartmate 3 system controller was shipped to the customer on 31may2022 . Heartmate 3 patient handbook (rev. D) section 6 "caring for the equipment" describes how to care for and clean all equipment, including inspecting the 14v battery clips connectors and the system controller power cables. Section 10, entitled ¿safety checklists¿, provides checklists to assist the patient in performing routine maintenance of heartmate 3 lvad, including inspecting the 14v battery clips connectors and the system controller power cables. This section also informs the user to replace any equipment or system component that appears damaged or worn. Heartmate 3 patient handbook (rev. D) cautions users to call their hospital contacts if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. No further information was provided. The manufacturer is closing the file on this event.